Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient daughter mention patient was still taking her pain medication that was given to but has been staying low-key. Patient daughter expressed that doctor made adjustment with amplitude level because on sunday patient was in pain and described as it was cutting them. Patient was feeling better today with stimulation. Patient's daughter stated that patient was in pain from stimulation being too high on sunday. Patient felt like they were being "cut". Also patient had not been able to void on their own. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.